Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed and an infusion set type change was performed from inset infusion sets to contact detach infusion sets and occlusion alarms continued to occur. The customer's blood glucose (bg) level was 500 mg/dl. Manual injection were administered and insulin deliveries were resumed after performing the supply changes to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.